Event description:
It was reported that the user experienced postprandial hypoglycemia after dinner while using the ilet, noted by a blood glucose nadir of 67 mg/dl and a decision to stop pre-announcing dinner due to perceived low glucose afterward; the user received low glucose alerts and self-treated with oral carbohydrate (tootsie roll), and requested additional training and support regarding meal announcements. Symptoms included hypoglycemia without immediate health effects. Outcomes included self-management without assistance, medical intervention, or hospitalization, with glucose returning to range within about an hour. Investigation included troubleshooting and education regarding meal announcements and device use. Investigation of this case revealed user-related use of missed meal announcement as a contributing factor to the hypoglycemic episode, with no device alarms reported as malfunctioning. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error associated with meal announcement practices.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.